Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstructions. Recurrence. Lysis of dense adhesions. Explant of gore mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. C1: added serial # and UDI#. D4: added serial #, expiration date, UDI#. H4: added device manufacture date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2008: (B)(6), md. Indication: ¿the patient is a 65-year-old status post robotic pelvic surgery with a mildly symptomatic ventral hernia at his periumbilical operative site. The patient was counseled preoperatively of the risks, benefits and alternatives to surgical repair versus expectant management. The patient wished to proceed with surgery. Informed consent was obtained.¿ implant procedure: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/05626081, 15cm x 19cm] implant date: on (B)(6) 2008 (hospitalization dates unknown). On (B)(6) 2008: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia with incarcerated omentum. Anesthesia: general plus local. Estimated blood loss: 10 cc. Procedure: ¿following general anesthesia in the supine position, the patient's abdomen was prepped and draped in the usual sterile fashion, including intravenous IV antibiotic prophylaxis, dvt prophylaxis and an ioban drape prior to skin incision. A veress needle was inserted in the left upper quadrant and following pneumoperitoneum, a non-bladed trocar was optically guided into the patient's abdomen. Diagnostic laparoscopy revealed incarcerated omentum in his midline incision. Under direct vision, a 12-mm port was placed in the left lateral abdomen. Blunt dissection along with external counter-palpation allowed reduction of the omentum into the abdomen. A small amount of residual omentum and preperitoneal fat was debrided through the fascial defect. Hemostasis was perfect. The fascial defect was approximately 3 cm in diameter. We chose a gore-tex 15 x 19 dualmesh ii prosthesis, which had four vicryl sutures placed about its circumference. The mesh was placed intraperitoneally and parachuted through preassigned points in the abdominal wall using the endoclose. Intraabdominal pressure was reduced to 10 mmhg. The mesh was parachuted into position. The spiral pro tacker was used to tack the mesh at 10 mm intervals about its circumference. Several tacks were placed on an inter-concentric staple line. A superb, taut repair was achieved. The 12-mm trocar was removed and that site was closed using a o vicryl in the technique. The co2 was released under direct vision. Following irrigation, the skin was closed with 4-0 monocryl and dermabond.¿ on (B)(6) 2008: (B)(6) center. Implant log: description: ¿mesh dual plus 15cm 19cm.¿ qty 1. Mfg. 2335. Catalog no.: 1dlmcp04. Lot number: 05626081. Site: abdomen. Type: implant. Relevant medical information: no information. Revision preoperative complaints: on (B)(6) 2018: (B)(6), md. Indication: ¿who presented with a history of ventral hernia repair with mesh show presented with symptoms of small bowel obstruction. A CT scan revealed adhesions to the ventral hernia mesh with evidence of transition point of the small bowel.¿ revision procedure: diagnostic laparoscopy. Lysis of adhesions. Revision date: december 30, 2018 (hospitalization dates unknown) on (B)(6) 2018: (B)(6), md. Operative report. Assistant: (B)(6), md. Resident. Preoperative and postoperative diagnosis: small bowel obstruction. Anesthesia: general. Estimated blood loss: 20 ml. Specimens: no specimens. Findings: ¿large quantity of adhesions to ventral hernia mesh, including a long segment of small bowel.¿ procedure: ¿an incision was made at palmer's point in the left upper abdomen and dissection was performed using a kelly clamp down to the abdominal fascia. The peritoneal cavity was accessed using the visiport visualization technique. Pneumoperitoneum was then established to steady pressure of 15 mmhg. Two additional 5 mm trocar was placed into the peritoneal cavity under direct laparoscopic vision at upper midline and left lower abdominal area. A careful evaluation of the entire abdomen was carried out. The patient was placed in slight reverse trendelenburg and right lateral decubitus position. We immediately noted that the entire area of the ventral hernia mesh is covered with adhesions of omentum and small bowel. This was an area of approximately 15cm in diameter. Using laparoscopic scissors and blunt graspers, we proceeded to divide the adhesions from the anterior abdominal wall. The dissection was extensively, taking more than 60 minutes of operative times. There were several segments of small bowel that were tightly adherent to the metal tacks holding the mesh in place. These areas of adhesions were sharply dissected with scissors. Once all the adhesions were taken down, we examined a long segment of the small bowel that included the transition point between dilated and collapsed bowel. Several inter-loop small bowel adhesions were dissected as well. Once all adhesions were divided and there was evidence of gradual improvement of small bowel dilation as contents moved down stream, we brought the omentum down over the small bowel. The trocars were then removed under laparoscopic vision with no active bleeding. The abdomen was insufflated and the port sites were then closed using #4-0 monocryl in a subcuticular fashion. The skin was dressed with dermabond.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."